Event description:
It was reported that the motor drive unit was not getting the connection when plugged in. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and cord connector is bent. Also the housing has been damaged and will not hold a blade. There was a relationship found between the returned device and the reported incident. Product could not be functionally tested due to damaged connector and housing. The complaint was confirmed and the root cause has been determined to be damaged connector and housing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.